Event description:
Additional information was received from the manufacturing representative(rep). Rep reported that it appeared that insulation was damaged and the cause was unknown. Rep reported that there may have been movement in the pocket however this has been undetermined.

Manufacturer narrative:
H3: analysis of the b35200 implantable neurostimulator (ins) ((B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID: 64002, serial# unknown, product type: adapter, product ID: 3550-29, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 1703 error code, (oor) was observed. Assessment is planned for next week to check impedance and see how high stimulation got before getting oor. No symptom was reported. Additional information was received from the manufacturing representative (rep). Rep reported that that in trouble shooting it was determined that the implantable neurostimulator was at eri. During replacement surgery, when surgeon exposed the pocket adapter, it was noted that the insulation was damaged, pocket adapter was replaced and all impedance issues resolved.